Event description:
Fins of one piton broke off of the main body of anchor. Anchor pulled out of the bone. Identified at 6-week post-operative follow-up.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.